Event description:
Device issue: suture failed to deploy correctly. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture failed to deploy correctly. The device was removed and the method to achieve hemostasis was not reported. There were no reported pt adverse effects. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.